Event description:
It was reported that a ge healthcare field svc engineer was injured while performing a collimator exchange on an infinia-ii 3/8 sys. The field engineer's middle finger on the left hand was caught between the collimator and detector head resulting in broken bones. The field engineer was seen in the emergency room and surgery on her finger was performed the same day. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted once the investigation is completed.